Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the buttons were unresponsive. Customer's blood glucose was 46 mg/dl. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No unexpected number scrolling was noted. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.